Event description:
It was reported that (B)(6) prior to (B)(6) 2011 pt heard a critical alarm but was not aware it was the pump alarm beeping. The pt believe she was not educated regarding the pump alarms or symptoms of withdrawal. The pt experienced withdrawal. The drug delivered was lioresal. On (B)(6) 2011, the pt visited an hcp and the pt was told the pump was completely empty. The hcp performed a pump refill on (B)(6) 2011. Another rptr informed that it appeared either pt missed a refill was not scheduled. A one-time refill with another hcp (as noted above) was coordinated as the pt's pump managing hcp was not available. As of (B)(6) 2011, the rptr was informed that the pt had an appointment on (B)(6) 2011 with her current pump managing physician. It was also stated that post-implant the pump had turned 180 degrees and the catheter had come out. Multiple x-rays were done that did not show the catheter coming out. On (B)(6) 2011 the pump and catheter was reposition.

Manufacturer narrative:
(B)(4).